Event description:
It was reported that noise was observed on the rv lead resulting in inappropriate therapy. High impedance was also noted and reported to have increased rapidly over a short period of time. The lead was explanted. When the new lead was connected to the ICD, the impedance was still high. The ICD was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported impedance measurement anomaly was confirmed in the laboratory. X-ray analysis of the device revealed a broken header wire which resulted in intermittent in range and out of range impedance measurement values.